Manufacturer narrative:
(B)(4). Implant site swelling and hypersensitivity assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(4) 2013 from a physician and concerned a (B)(6) female pt. The pt's medical history included four other injections with restylane-l since (B)(6) 2010. Concomitant medications, if any, were unk. On (B)(6) 2013, a pt began using restylane-l (cross linked hyaluronic acid and lidocaine) injected into her lips, nasal labial folds, marionette lines, and pre-jowl notch (skin cosmetic procedure). The restylane-l for the procedure was diluted with 0.5 ml normal saline and 0.5 ml of a 1% lidocaine with epinephrine solution. On (B)(6) 2013, the pt had swelling on one side of the lip, which then appeared on the other side of the lip, then the upper lip, which spread to the lower face, then progressed to redness on other parts of her body indicating a systemic reaction and was admitted to the emergency room (e.r.). The physician stated that the pt was seen by her the day before on (B)(6) 2013 for early signs of the reaction and was prescribed a medrol dose pack. However, while in the e.r. The pt was treated with intravenous (i.v.) Corticosteroids and prednisone. The physician stated that the pt will be later followed up with an allergist. The outcome of the events was not reported. No further info is available at this time. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4).